Event description:
It was reported that the patient experienced worsening of symptoms. The patient underwent an ipg replacement procedure with an magnetic resonance imaging (MRI) compatible ipg. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.